Event description:
During an rf procedure at c4-c6, the product did not reach the desired temperature. Troubleshooting efforts were unsuccessful and back up was not available. The pt had already been given local anesthesia when it was decided to cancel the procedure. There was no adverse consequence reported as a result.